Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced hematoma, swelling and a draining fluid from the implant site post procedure. Boston scientific technical services (ts) advised to have the device check by the device clinic. As of this time, this ICD remains in service. No additional adverse patient effects were reported.